Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not load properly. The seals stayed inside the loading device when staff removed the delivery device. A replacement device was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).